Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they did not know what caused the crack but that the hcp noted the crack was present prior to screwing in the leads. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the doctor inserted the leads and aggressively screwed them down. They struggled screwing down the 8-15 lead. Impedances were all green. The hcp told the representative that the plastic part where the leads were inserted appeared to be cracked at the bottom where the 8-15 lead was placed. The hcp thought that fluid could get in there so they asked for a new battery. The representative inspected the ins after it was taken off the sterile field and they didn't notice any obvious issues with the battery- they didn't see the crack the hcp was referring to. The issue was resolved. No further complications reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins found no significant anomalies. If information is provided in the future, a supplemental report will be issued.